Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed to correct the alert and aware date. Additional information was received indicating that the cause for high threshold was because of lead dislodgement. Also, product analysis was received and coding has been updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.